Event description:
It was reported that shortly after implant, the atrial lead was found to have dislodged. Additionally, the right ventricular (rv) lead was found to not have sufficient slack. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.